Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
This the third of 3 reports submitted on this event. The initial reporter stated that catalog # 204.836 was also involved in the reported event, however, was not documented on the medwatch.